Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were any staples deployed prior to the device jamming? If yes, was the staple line complete? Was any portion of the target tissue cut prior to the device jamming? If yes was the cut line complete? Was the device locked on tissue? Did the jaws of the device eventually open? If yes, what stepped opened the device; reverse button or the manual override? If the manual override was used, was the reverse step skipped or was it tried and did not work? How was the case completed?

Event description:
It was reported that during an unknown procedure, the device jammed and would not open. It was not reported how was the procedure completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # m53l9p. The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60b cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.